Event description:
A consumer implanted for post-lumbar laminectomy syndrome reported they were unable to recharge the implantable neurostimulator (ins) since about a week ago. Surgery was scheduled for (B)(6) 2017 to have the ins replaced, so the consumer was looking to get a patient programmer (pp) to turn the device off prior to surgery. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.